Manufacturer narrative:
(B)(4).

Event description:
It was reported that stent damage occurred. A 2.25x24mm promus premier¿ stent was selected however during unpacking of the device outside the patient's body, it was noted that the distal stent struts were lifted. The device never entered the patient's body. The procedure was completed using another stent.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the stent delivery system was returned for analysis. A visual examination of the crimped stent found stent struts from the three most proximal stent rows were bunched, raised outwards distally from the balloon and damaged. The product stent protector was not returned for analysis with the device. No damage was noted to the distal tip of the device. The balloon cones profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found no issues with the hypotube profile. A visual and tactile examination found no issues with the shaft polymer extrusion profile. No other issues were noted during product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent damage occurred. A 2.25x24mm promus premier stent was selected however during unpacking of the device outside the patient's body, it was noted that the distal stent struts were lifted. The device never entered the patient's body. The procedure was completed using another stent.